Event description:
The blood glucose monitoring device will not charge and the 3rd or 4th contact from the left is broken off or bent down. It was stated there was no evidence of smoke, fire, or burning. It was determined by the manufacturers evaluation department that the 3rd and 4th pins on the device were melted. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.